Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, one of the staples was sticking out of the reload when it was first installed into the patient. The instrument was removed and replaced with a new reload. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the staple was sticking out of the reload while the instrument was inside the patient. However, the surgeon noticed it before the instrument came into contact with the tissue and immediately removed the stapler instrument from the patient. Following this, the user installed a new reload to the stapler to continue with the procedure. The reporter confirmed that the instrument was not used on the patient yet as no stapling was performed. No errors/messages were generated since no stapling was performed. The reporter confirmed that there was no issue with the stapler instrument. No fragment fell into the patient, and nothing was missing/ detached from the instrument. There was no patient injury. The instrument was inspected before use, and no issue was found.

Manufacturer narrative:
The stapler reload has been returned and evaluated by the failure analysis team. The primary findings were partially confirmed. The reload was found to have a fully formed lodged staple within a single pusher pocket toward the proximal end of the reload. Damage to the material on the sides of the affected pocket were observed. The material appears to be abraded from a downwards force, likely the force of the formed staple being pushed into the pocket. The reload does have dried bio debris within the knife-track, indicating that the reload was installed and the stapler was inserted into the patient. Evidence, such as the damage to the cartridge, the fully formed state of the lodged staple, and bio debris, suggest the staple was likely from a previous firing. The staple may have remained within the jaws and pushed into the pocket while gripping on tissue or could have been near the tissue that the stapler was gripped on.